Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that pen ndl 32g 4mm 100bx 1200 USA would not work. The following information was provided by the initial reporter: material no: 320122, batch no: 0014202. It was reported that the customer had quite a few sharps that did not work. Verbatim: email received: 2020-12-30 09:45:05. I've been using your sharps for over a year now. When I picked up my new box yesterday I asked if they dealt with another supplier. The last box of 90 I picked up I had quite a few sharps that did not work. Initially I thought it was the pen so I threw the entire pen out. My stupidity. The next time it happened I tried another sharp when I realized that was the problem I was quite relieved however the sharps are still costly. I am also curious as to why a container to dispose of the sharps responsibly is not automatically supplied when the sharps are prescribed and dispensed to a patient. I'll await your response before I talk to my insurance company to see what my options are.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pen ndl 32g 4mm 100bx 1200 USA would not work. The following information was provided by the initial reporter: material no: 320122, batch no: 0014202. It was reported that the customer had quite a few sharps that did not work. Verbatim: email received¿2020-12-30 09:45:05 I've been using your sharps for over a year now. When I picked up my new box yesterday I asked if they dealt with another supplier. The last box of 90 I picked up I had quite a few sharps that did not work. Initially I thought it was the pen so I threw the entire pen out. My stupidity. The next time it happened I tried another sharp when I realized that was the problem I was quite relieved however the sharps are still costly. I am also curious as to why a container to dispose of the sharps responsibly is not automatically supplied when the sharps are prescribed and dispensed to a patient. I'll await your response before I talk to my insurance company to see what my options are.